Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Tandem technical support educated the customer regarding the air removal step. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.